Event description:
During a total knee procedure a cruciate retaining articular surface was implanted with a posterior stabilized femoral component. When the mismatch was discovered the pt was taken back to surgery and the surface was replaced with a posterior stabilized articular surface.